Event description:
It was reported that a symptomatic patient presented to the clinic with loss of ventricular capture and low sensing. The lead was explanted and replaced when repositioning was unsuccessful. During the lead removal, the lead tip became stuck in the first rib/clavicle area. After several minutes of unsuccessful manipulation, the clinician utilized a snare with femoral access to successfully remove the lead.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. Due to damage received at explant, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.